Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during maintenance the scope was dark. There was no patient involvement.

Event description:
It was reported that during maintenance the scope was dark. There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Three attempts were performed to obtain additional information, but no response was received from the customer. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: minor cracks on side of video connector, cut in lg (light guide) cable, dents on distal edge, distal fiber breakage were found. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the customer allegation "scope is dark " was confirmed due to optical transmission problem identified. The most probable cause of the complaint traced to component failure. Based on the results of the investigation, a definitive root cause could not be established for the malfunctions identified during the device evaluation. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.